Event description:
A site sterile processing department (spd) purchasing representative reported that, while in a spine procedure, a ratcheting handle was damaged. The reporting representative could not provide any details of the procedure, the patient demographic information, or the surgeon's name. The information came through another site representative, operating room (or) service specialist. No further details regarding the damage, or how it occurred, were provided. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, not available. Product is class I for us regulations and does not require a 510(k) designation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. (B)(4) 2014 a medtronic representative, following-up at the site, reported the operating room (or) service specialist that originally reported the damaged instrument could not provide any further details. Reviewed proper process for reporting broken/damaged instruments and relevant information required to enable proper analysis and investigation. - no parts have been returned to manufacturer for analysis.

Manufacturer narrative:
(B)(4).